Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device jammed and was moving heavy. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling power supply was blocked and seized on the small battery drive device. It was further determined that the coupling tool side was blocked, bent and broken, and the seal was worn out. It was further observed that there were issues "blows" with the motor and trigger and the device worked by jolts. It was also determined that the level of the ratchet was loose and there was general wear not allowing sufficient tightness. It was noted on the service order that the device had motor and trigger issues. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.